Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a 35-unit bolus and changed their supplies after not seeing results from a previous bolus. The customer's blood glucose (bg) level subsequently decreased to 58 mg/dl. Customer consumed glucose tablets to address bg. The customer reported that they sustained bruises, rug burns on their face, scars on elbow and knees and a toenail broke off because of the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.